Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed that the setscrew was backed out too far. The ins is electrically okay. The setscrew was backed out through the tecothance connector module and setscrew grommet and could not be re-inserted. The setscrew grommet had been damaged by removal of the setscrew from the ins. There was also a complaint about not being able to insert a lead into the connector port. Testing of the insertion and withdrawal force of a lead into the connector port found it to be within specifications. Final analysis of the wrench accessory revealed no anomaly. (B)(4).

Event description:
It was reported that a screw was twisted/broken off in the implantable neurostimulator (ins) and would not tighten. The device was not implanted and there was no patient injury. It was noted that the lead would not enter the chamber. The screw was not properly working. It was not possible to "click down on the lead." It was thought that the key was turned / broken in the ins. It was unclear what was meant by the key. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.